Event description:
Co rec'd, on march 9, 1998, a medwatch report from med ctr, informing co that device had, on february 27, 1998, been explanted from the pt. This was necessary because the last 5 1/2" of the distal end of the catheter had been completely torn from the device. The device had been implanted sixteen mos earlier on november 1, 1996. The explanted device was examined by gerard medical. The portal and approx 2 3/4" of the catheter was properly connected and intact. The remainder of the catheter was approx 5 1/2" long. Co found that one end of the catheter was noticeably compressed or "fish mouthed".